Event description:
Customer reported meter results of 360 mg/dl and 93 mg/dl within 10 minutes on the compact plus system. Customer reported level 1 control test fell out of range. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Requested return of suspect system and replacement was sent.